Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular lead displayed high, out of range pacing impedances. The local boston scientific field representative did not have any information regarding any additional clinical follow up. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Subsequent information indicated that a surgical revision procedure for the previously reported out of range impedance measurements had been performed. The rv lead was surgically abandoned and another manufacture's lead was implanted. Approximately three years later, additional out of range measurements were noted. The patient was seen for another surgical revision procedure. The lead was removed from the device at which time the physician noted that the lead came out of the header more easily than expected. The lead was then tested via the pacing system analyzer (psa). Via the psa, the lead displayed normal pace impedance measurements and thresholds. At that time, it was suspected that a connection issue between the device and rv lead contributed to the clinical observations. The device was returned for analysis. There were no adverse patient effects reported.